Event description:
After a year of cochlear implant use, this pt began complaining of pain sensations with use of their device. Reprogramming attempts were made to alleviate the pain, but nothing helped. Although no fault could be found with the implant, the pt opted for explantation/reimplantable surgery in 2005.